Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 55, 66, 35, 58 and 86 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 51 mg/dl and 68 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 05/23/2020 and open vial date is (B)(6) 2019. Customer stated that one test strip had been left out of the vial too long. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 171 mg/dl, date: (B)(6) 2019 time:12:27pm, not fasting; result 2 : 35 mg/dl, date: (B)(6) 2019 time:08:00am, fasting; result 3 : 58 mg/dl, date: (B)(6) 2019 time:12:00pm, fasting; result 4 : 86 mg/dl, date: (B)(6) 2019 time:09:30pm, fasting; result 5 : 120 mg/dl, date: (B)(6) 2019 time:02:32pm, not fasting.